Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 9.7%. The result didn't match the patient's clinical history, and the sample was repeated. The repeated result was 7.1%. The sample was repeated on another module, and the result was 6.7%. This result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 728053. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. The alarm trace showed multiple "abnormal cell blank" alarms. The field service representative maintained and adjusted the rinse arm assembly, checked for debris, cleaned the incubation bath, replaced the targeted photometric parts, performed adjustments, performed two bath exchanges, and performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.